Manufacturer narrative:
Eval summary: no sample was returned; the device remains implanted. The condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the MFR's release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported over an eight month period, following a glaucoma filtration device implantation, corneal endothelial cell loss occurred. At four months, aqueous humor leakage was noted and suture lysis was performed; treatment with ointment was prescribed. The surgeon reported the shunt was inserted nearer the cornea than the trabecular meshwork. The shunt remains implanted. Add'l info has been requested.